Event description:
Pt suffers from a progressive neuropathy. At the time of the event the pt experienced drug withdrawal symptoms - primarily return of pain. Primary medication received per the pump was bupivicaine and also morphine. Two problems with the drug delivery system were found upon performing troubleshooting of the device. A small crack in the catheter was noted but was not large enough to account for the severity of the pt's withdrawal symptoms. Then it was noted that the rotor in the pump was not turning, indicating a rotor stall had occurred. Pt had pump replaced and has been restored to status prior to the event.